Event description:
It was reported that due to perineal pain the patient had his inflatable penile prosthesis (ipp) explanted. There were no further complications were reported related to this surgery.